Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt allowed stimulation to turn off four weeks prior to this report and has not attempted to use stimulation or charge the ipg since that time. On (B)(6) 2011, the pt attempted to charge the ipg; however, the ipg was unable to communicate with both the charging system and pt programmer. The pt advised he has gained approx 10 pounds since implant. Adding a decreasing space as well as an add'l charging system were tried to no avail. Surgical intervention will be undertaken at a later date to address this issue.